Manufacturer narrative:
(B)(4)-incomplete. The serial number is currently unavailable. Investigation summary: the customer did not return the device to the service center therefore device will not be available for a physical evaluation. This complaint is not confirmed. The service report was cancelled. It reported the device ¿crash the generator¿ with no further information. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during a knee arthroscopy, it was observed that the device crash the generator. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.